Event description:
It was reported that the surgeon took out a gamma nail that had migrated medially through the femoral head.

Manufacturer narrative:
The DHR for the device could not be reviewed due to missing information regarding article number and lot code. Examination of the affected device was not possible as it was not returned for investigation. The phenomenon medial migration of the lag screw has been experienced under specific circumstances. As to non-available products and missing information, a real cause of the event could not be determined. If additional information is received, it will be reported on a supplemental report. Device will not be returned.